Event description:
Additional information was received: - no. No patient consequences. - damage: damaged by hitting of mallet which caused sharp edges on broach handle.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, "[corail broach handle has been damaged. Repetitive mallet blows from previous operations]" the product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4)). The photo investigation revealed that the device (B)(4), corail broach handle had stripped and scratched on the edge surfaces. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in a prying motion while trialing since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device (B)(4), corail broach handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The expiration date (12/31/2039) in the initial medwatch was reported in error. The device involved was an instrument and does not have an expiration date.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : contacted by cssd saying corail broach handle has been damaged. Repetitive mallet blows from previous operations. Loan product. Damaged tag attached with product complaint. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found signs of worn out at the device, consistent with repetitive use through the years of service. A functional test was performed with mating sample actis broach sz 2 (lot number pg0209) and the corail broach handle works correctly. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the corail broach handle would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (nt0708) provided is not a valid finished goods .

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Contacted by cssd saying corail broach handle has been damaged. Repetitive mallet blows from previous operations caused sharp edges on broach handle .